Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was rejecting batteries and buttons were unresponsive. The customer also reported that there were cracks on the insulin pump and insulin sprayed out during prime. The customer's blood glucose was unknown at the time of call. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Unit passed displacement test and self test. Device received with intermittent button response due to flattened express bolus button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a33 alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. The test infusion set and reservoir does lock into place.(B)(4).